Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose, insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime process. The customer¿s blood glucose level was 440 mg/dl. Customer¿s other relevant blood glucose level was 300 mg/dl. Customer treated their high blood glucose with injection. Customer stated that the insulin pump was not working. Customer stated insulin continues to drip after motor stops during the manual prime process and customer was unable to complete rewind due to loop. Customer stated that the insulin pump was stuck on rewind and drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.